Manufacturer narrative:
Per the instructions for use (IFU), nonstructural dysfunction is a potential adverse event associated with the use of the valve. Growth of abnormal tissue around a prosthetic heart valve, termed as pannus formation, is one of the important causes for nonstructural prosthetic valve dysfunction that may require intervention. Pannus may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Protrusion of the pannus into the valve orifice area may disturb blood flow through the valve and finally result in prosthetic valve stenosis. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The cause for the mild pannus could not be determined with the information provided. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Investigation is ongoing.

Event description:
As reported from canada, approximately 3 years and 8 months post implant of a 26mm sapien 3 ultra valve in the aortic position, the valve was explanted due to early valve degeneration followed by a planned implant of an ew 25mm surgical valve. The patient presented shortness of breath on exertion and worsening symptoms of heart failure with worsening left ventricular ejection fraction. Echo report prior to explant revealed, severe aortic prosthetic stenosis, mean prosthetic gradient 51mmhg, eoa .65, suspected halt, severely thickened and restricted motion of the prosthetic leaflets, mild valvular pannus, and premature thv degeneration.